Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to hospital after receiving a patient notifier, the device was found to have reached premature eri. A previous checkup in may estimated a normal device longevity. The device was explanted and replaced. No patient symptoms were reported.